Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced loss of consciousness. An ambulance was called by a colleague and when a fingerstick was taken the cgm was reading 5.4 mmol/l and the blood glucose reading was 0.6 mmol/l. The patient was treated with a glucagon injection, was given intravenous glucose, and was brought to the hospital. There was no information reported regarding the duration of stay at the hospital. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided. Product was provided for investigation. An external visual inspection was performed and passed. There was no damage to the sensor. Performance data was reviewed and the allegation was confirmed. The probable cause could not be determined via product. No additional event or patient information is available.